Event description:
It was reported that the patient presented to the hospital remotely on (B)(6) 2021. During examination, it was noted that there was intermittent noise on the right atrial (ra) lead which led to oversensing and episodes of inappropriate automatic mode switch (ams). There was inhibition of atrial pacing due to noise. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal segment of the lead was returned in one piece. An external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to another device or feature of the patient anatomy.